Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Instruction for use (IFU): surgical procedures for vads and the use of vads are associated with numerous risks. Adverse events that may be associated with the use of the vad include driveline infection, local infection and sepsis. The IFU has instructions on infection control guidelines. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. Change twice daily (bid) for drainage, trauma or infection. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported via the clinical database, that the patient was diagnosed with a systemic infection evidenced by positive blood culture for an unknown bacterial source on (B)(6) 2016 and was subsequently admitted. The patient was treated with unknown IV antibiotics and was discharged on (B)(6) 2016. Review of subsequent periodic follow up do not note any further presence of infection or need for further treatment. At one year follow up on (B)(6) 2016 patient was nyha class I (no limitations or symptoms). No additional information available.

Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported via the clinical database, that the patient was diagnosed with a systemic infection evidenced by positive blood culture for an unknown bacterial source on (B)(6) 2015 and was subsequently admitted. The patient was treated with unknown IV antibiotics and was discharged on (B)(6) 2015. Review of subsequent periodic follow up do not note any further presence of infection or need for further treatment. At one year follow up on (B)(6) 2016 patient was nyha class I (no limitations or symptoms). No additional information available.

Manufacturer narrative:
Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the most likely root cause cannot be determined, the device history review indicated no issues with the pump; also the certificate of sterility confirmed that the product was certified as sterile and non-pyrogenic: the reported event cannot be conclusively determined due to multiple contributing factors, there are patient, procedural, and pharmacological factors that may have contributed to this event. Hvad pump (B)(4) was not returned to heartware for evaluation as it remained implanted. This complaint is associated with a clinical adverse event. The purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.